Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify external flash crc error alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.